Event description:
The customer reported that during acl reconstruction surgery, the surgeon used a bone patellar tendon bone graft for fixation. After placing an interference screw in the femor, the surgeon proceeded to place a 9x23mm biosteon screw onto the 23mm specific screw driver and started screwing in to the tibial tunnel. After approx 10 turns of the screw driver and the screw was fixated over the bone plug, the tip of the screw fractured. On removal of the screw, the surgeon noticed that the screw had broken at the tip and also that the threadings of the screw appeared flattened or stressed. After removing the 9x23mm screw, the surgeon used a 11x28mm screw in it's place due to his opinion of the pt's softer bone.

Manufacturer narrative:
Suspected root cause: from visual examination of the device, the most likely cause of failure is too tight a bone tunnel. This results in excessive torque being required to insert the screw which causes excessive flattening of the screw threads and shearing off of the distal tip of the screw.